Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) has conversed with the customer and has advised that the customer has decided to not repair the iabp unit involved at this time. The customer plans on buying new cardiosave units to replace the iabp unit involved I this event. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the pm test and the vent was not testing within tolerances. The customer has requested a repair quote for a new compressor. Since the event occurred during pm, there was no patient harm and no adverse event was reported.